Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The customer changed the infusion set site. The customer did not know if the blood glucose (bg) level was impacted due to the occlusion. The customer did have a bg level of 54 mg/dl. Food and soda were consumed to address the low bg. The customer did not know the cause of the low bg and declined to provide additional information.